Manufacturer narrative:
The reported problem could not be duplicated. An infusion test was run in the tpn mode over 15 hours and was within system specifications.

Event description:
Overdelivery reported. The pump was set to infuse a 500 ml tpn solution at 50ml/hr over 9 hrs. The infusion reportedly "ran dry early>' the actual amount of time in which the infusion completed was not known. The child did not experience any adverse effects. The pump was switched out before the next tpn infusion was due to start.